Event description:
Info received indicates the right siderail is missing the latch shoulder bolt and the siderail could not latch.

Manufacturer narrative:
The tech replaced the shoulder bolt and nut to repair the stretcher.